Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, it was noted that the etching on the drill did not match the actual length. There were three drills in total that had this issue. It is unknown where this was discovered. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed, no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The investigation of the three returned articles revealed that the etching was wrong for all devices. A CAPA determination request has been initiated.